Manufacturer narrative:
The reagent lot number is 821080. The expiration date was not provided. The field service engineer (fse) inspected the analyzer and replaced one of the connectors of the pinch valve module, which had wear and tear. He also cleaned and lubricated the sipper drive, replaced the sipper tubings, measuring cell and tubings, pinch valve tubings, and lubricated valve actuators and the bead mixer. He also replaced the bead mixer drive belt syringe seals. He cleaned and lubricated the gripper and the sample and reagent (s/r) probe drives, replaced the s/r probe tubings, and bleached the waste system. He performed mechanical checks, blank cell calibration, and precision checks with acceptable results. The customer performed qc with acceptable results. The investigation determined the event was due to the worn-out connector. The customer did not report any other issues after service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received a questionable elecsys hcg stat (hcg stat) result from one patient sample tested on the cobas e411 disk. On (B)(6) 2025: the initial result was <1.00 miu/ml with a data flag. The first repeat result was 59.03 miu/ml with a data flag. The second repeat result was 40.40 miu/ml with a data flag. On (B)(6) 2025: the third repeat result was 61.47 miu/ml with a data flag.